Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of a dissected thoracic aneurysm with a gore tag thoracic endoprosthesis. It was reported that on discharge date (B)(6) 2010, the aneurysm measurement was not provided. Follow up dates and aneurysm measurements are noted as the following: (B)(6) it is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.